Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the ultrasonic alert level sensor was not working. The perfusionist (ccp) was getting false alarms. The ccp changed our the first level sensor with this one and there was a yellow light with audible tone when issue occurred. This level sensor was not changed out, as they kept track of the levels by watching the reservoir. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2013-00449. Per the field service representative (fsr), all test passed and the reported problem could not be duplicated with either sensor. The fsr manipulated the sensor connectors and cables to test for intermittent issues, but also no failures. He confirmed that the "stop/comm" cable was securely attached to safety monitor and ls-ii board were fully secured in monitor. The fsr retested both level sensors without errors again. The fsr reinstalled level sensor, serial# (B)(4) in the system and placed sensor, serial #(B)(4) back in the gray accessory box. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.